Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had recurring failed battery test alarms on the insulin pump. Customer's blood glucose was 19 mmol/l. Customer tried several (B)(6)batteries and the issue was resolved with a new battery. Customer stated that the issue was a past event and there was no corrosion or damage visible in the battery compartment or on the battery cap. Customer was offered to be sent a new battery cap.